Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer fell and landed on the pump causing the touch screen to become shattered. Additionally, the pump touch screen became unresponsive and would no longer turn on. Customers' blood glucose was 71 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.